Manufacturer narrative:
Concomitant medical products: vedr01, ipg, implanted: (B)(6) 2008.

Event description:
It was reported that there was insulation damage on the right ventricular (rv) lead. It was noted that the insulation around the lead looked like it was starting to fray/erode. The lead appeared to be functioning normally. The physician put medical adhesive around the sites that appeared to be fraying/eroding and placed another suture sleeve around to hold the adhesive. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.